Event description:
It was reported that 16 months post-implant of a bifurcated device and infrarenal aortic extension; a computed tomography scan revealed a proximal type I endoleak of the infrarenal aortic extension. Reportedly, a juxtarenal aneurysm developed and measured approximately 33 to 33.5mm. The physician elected to treat the patient with a suprarenal aortic extension and two competitor's stents, which successfully corrected the endoleak. It was reported that the patient is doing well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device was not returned hence no device evaluation performed. However, medical records were obtained and based on discharge summary, operative notes, patient's history and physical and pre-operative anesthesia notes reviewed by clinical representative, it is indicated that the patient (B)(6), had preexisting health condition of hypertension and copd. A review of the pre-operative sizing sheet revealed that the patient had a short proximal non-aneurysmal neck of 10 mm that was outside the devices indications. Per the medical records, endoleak type I event has been confirmed. Endoleak type I was corrected by implanting additional suprarenal aortic extension. A potential root cause for the endoleak type 1 was the patient's short proximal non-aneurysmal neck. There is no indication that the device may have caused or contributed to the event. Endoleaks are a known risk of the procedure, as identified in the product labeling.